Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The initial reported event of infection was received on 2016-08-12. Of note the serious injury was submitted in a timely manner via an alternative summary report that was due on 2016-10-31. Information was subsequently received on 2016-10-13 and revealed the patient died. As this new information does not qualify for summary reporting, this report is therefore being submitted as a 30-day report. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's device system was explanted due to an infection. A temporary lead was placed until a new system was implanted at a later date. It was further reported that the patient is deceased and died approximately one month post device system replacement. The cause of death has been requested and not received.

Event description:
It was further reported that the patient was on hospice for chronic myelogenous leukemia prior to passing away. It was also reported that blood and wound cultures taken approximately one month prior to the patient's death were negative.